Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) signal to the ilet bionic pancreas device was lost without any alerts, and support guided the user to toggle the cgm configuration, followed by a sensor restart, with instructions to monitor for restoration of glucose readings. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. User support included troubleshooting and education to restore communication. Investigation of this case revealed that the issue was limited to signal communication between the cgm and the ilet device, and the device components implicated were the software configuration and cgm communication interface. It was concluded, based on previously established findings for similar reports, that user interface or configuration factors and external communication conditions were the most likely causes.